Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the cause of death was multisystem organ failure and the death was not considered to be device related.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a specific cause for the reported multiorgan failure and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed fixed blood throughout the device, but no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. It was reported the device operated as intended. An autopsy was performed - results pending. The facility will attempt to retrieve the device and return it for evaluation.